Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to inform that their night shift technician accidentally filled up the wash 1 bulk bottle with bulk acid and patient samples were run on the next day. The customer confirmed that quality control (qc) data was out of range, and repeat testing was performed on their alternate instrument. The customer was instructed by siemens to clean the wash 1 container and prime the wash 1 multiple times. Qc testing was performed, and no issues were noted throughout several repetitions. The customer resummed with patient testing and stated that no further follow-up is necessary. The cause of multiple vitamin b12 (vb12), prostate specific antigen (psa), and brain natriuretic peptide (bnp) discordant results is due to a use error. The instrument is operating within specifications. No further evaluation of the device is required.

Event description:
The customer informed siemens of vitamin b12 (vb12), prostate specific antigen (psa), and brain natriuretic peptide (bnp) discordant results obtained on the advia centaur cp instrument for patient samples. The discordant results were reported to the physician(s). The customer used the same patient samples and performed repeat testing on an alternate instrument (advia centaur xpt), and corrected reports were issued. There are no known reports of patient intervention or adverse health consequences due to the discordant patient results.